Event description:
New information received indicated that based on review of x-rays provided to st jude medical no externalized conductors were seen. The lead was electively capped and replaced during device change-out for normal eri. There was no visible externalization seen on the lead during surgery.

Event description:
It was reported that during a follow up, x-ray revealed externalized conductor. All electrical measurements were normal. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.